Manufacturer narrative:
D10 concomitant product: unknown endo gi, unknown endo gia instrument, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the device partially fired and the staples did not fully close. The staples did not form the proper b-shape.

Manufacturer narrative:
Additional information: b5, d10, g3, h6 d10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the device fired completely but the staples did not form the proper b-shape. The staple line was the area was sutured and cauterized to resolve the issue.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: e4 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four photos were available for evaluation. Visual inspection of the returned photos noted the first image showed an image of a staple line with the tip of a pair of forceps observed to the right, the jaws of the forceps were open, the forceps were not applied to tissue, improperly formed staples were observed along the portion of staple line that was in frame, and the associated device was not in frame. The second image showed an image of one end of a staple line, improperly formed staples were observed along the portion of staple line that was in frame, and the associated device was not in frame. The third image showed an image of a staple line, improperly formed staples were observed along the portion of staple line that was in frame, and the associated device was not in frame. The fourth image showed an image of a staple line with a pair of forceps observed in frame to the right of the staple line, the jaws of the forceps were open , the forceps were not applied to tissue, improperly formed staples were observed along the portion of staple line that was in frame, and the associated device was not in frame. It was reported that there was issue with staple formation. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.